Manufacturer narrative:
The device was labeled as a single-use product lot # 18g036 and 18h030. Of the two (2) events, the device for one (1) was not received for evaluation; therefore, a device analysis could not be completed. The device for one (1) event was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed from the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the lots 18g036 and 18h030. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that there was no flow of medication through two (2) small volume folfusors. Both events of no flow were observed during medication delivery to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.